Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the 10x60 smart control stent was attempted to be implanted. The dial was turned, but the outer sheath was unable to be retracted. The doctor tried probably more than 10 times, but it didn't work. Therefore, the complaint device was replaced with a new non-cordis stent. The procedure was completed. There was no reported injury to the patient. The product was stored and handled according to the IFU. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from tray. The stopcock was not connected to the y-connector of the tuohy borst valve. There was no difficulty flushing the sds. A 6f unknown guiding catheter was used for the procedure. The lesion was the common iliac artery. The lesion was measured to be 9mm in diameter and 4cm in length. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion was noted to have a 90% stenosis. The lesion had moderate calcification. The vessel was not tortuous. The sds did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient during deployment. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 10x60 smart control stent was attempted to be implanted. The dial was turned, but the outer sheath was unable to be retracted. The doctor tried probably more than 10 times, but it didn't work. Therefore, the complaint device was replaced with a new non-cordis stent. The procedure was completed. There was no reported injury to the patient. The product was stored and handled according to the IFU. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from tray. The stopcock was not connected to the y-connector of the tuohy borst valve. There was no difficulty flushing the sds. A 6f unknown guiding catheter was used for the procedure. The lesion was the common iliac artery. The lesion was measured to be 9mm in diameter and 4cm in length. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion was noted to have a 90% stenosis with moderate calcification. The vessel was not tortuous. The sds did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient during deployment. The device was returned for analysis. A non-sterile ¿smart control, iliac 10x60¿ was received coiled inside of a clear plastic bag. The part was unpacked to perform the evaluation. The stent of the unit was received partially deployed still mounted on the device. A kinked/bent condition was observed located approximately at 32¿ from the distal end. No other damages or anomalies were observed on the inspected device. Dimensional analysis was performed to verify the correct od on the profile of the stent. Measurements were taken at three different places and dimensional analysis results were found within specification. Functional analysis was performed, the tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The turning dial was turned until the distal section of the stent was fully deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed, and no anomalies were observed during this process. The reported ¿stent delivery system (sds) deployment difficulty-unable¿ was not confirmed during analysis; however, subsequent findings of ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was returned with the stent partially deployed. Functional analysis was performed successfully on the device with no issues noted during deployment. Additionally, dimensional analysis was performed on the stent and was found within specification. A kink/bent condition was also noted on the device when returned; however, this defect was not mentioned in the event description and was likely related to shipping and/or handling factors as this did not impede functional analysis of the device. Therefore, based on the information available for review it is likely procedural and/or handling factors during device preparation may have contributed to the event reported. The exact cause of the issue experienced by the customer could not be determined. According to the instructions for use, which is not intended to mitigate risk, ¿the stent is not designed for repositioning or recapturing. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. 5. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.